Manufacturer narrative:
Sorin group (B)(4) manufactures the bmr-1900 soft shell reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The device was returned to sorin group USA for eval. Visual insp of the returned device confirmed that the wye connector at the inlet port was broken. The device has been forwarded to sorin group (B)(4) for further eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a complaint reporting that, during priming, the inlet port of the bmr-1900 soft shell reservoir broke. There was no pt involvement.